Event description:
The customer reported a false potassium result for a pt sample. The event is consistent with a malfunction that could have caused false pt results to be reported. Results were not reported to the physician and there was no report of pt harm as a result of this event.